Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to discharge and displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through shock testing and bench handling using the returned multifunction cable and paddles without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log shows evidence that the device did not recognize a valid patient impedance while attempting to shock. There is also evidence that the user attempted to use the front panel shock button while the paddles were attached. There is enough evidence provided in the logs to determine that the device was able to deliver therapy when the necessary criteria is met. The user mentioned that they did not apply gel when attempting to defibrillate using external paddles. Not using gel during defibrillation can increase the impedance measured between the paddles causing difficulty when attempting to deliver therapy. Analysis of reports of this type has not identified an increase in trend.